Manufacturer narrative:
(B)(4) follow up for device evaluation. A white substance was reported on the needle. To support the investigation, the quality team received three photographs and three samples in opened blister packaging for evaluation, one sample from lot 5266951 and two samples from lot 5334448. A visual inspection was conducted. The two samples from lot 5334448 exhibited epoxy overflow on the needle hub, and the one sample from lot 5266951 exhibited epoxy overflow on the needle. The three photographs provided correspond to the samples received. No additional defects or imperfections were observed. This condition could occur during the assembly process if a jam occurred at the cannulator. A device history record review was completed for material number 305195 for lots 5266951 and 5334448. The review did not identify any quality issues detected during production that would be expected to contribute to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. Verification of the cannulator was also performed, the settings were confirmed to be correct, and product flow was acceptable. To date, no other similar events have been reported for these lots. Based on the investigation and analysis of the returned samples, the condition reported by the customer was confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that white substance on the needle. No patient harm.